Event description:
It was reported that the rv and lv leads exhibited elevated thresholds. The lead was scheduled for repositioning but cancelled when a hemothorax was observed. The patient underwent surgery to resolve the hemothorax. The amplitudes were reprogrammed to accommodate the high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.